Event description:
Information received by medtronic indicated that the insulin pump was not working and it was exposed to water. Customer stated that there was fluid in battery compartment. Insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the back by the battery compartment and exposure to moisture found on august 07, 2021. Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error with variable (0c). Per r&d engineer, pump error alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back by the battery compartment. Critical pump error (open book image) alarm confirmed due to three consecutive pump error alarms. Pump error alarm due to hardware issue. Insulin pump exposed to moisture confirmed.